Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a few weeks after an umbilical hernia repair, the patient came back with an infection in the wound. The patient was prescribed a heavy dose of antibiotics.